Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown spiral blade. Additional code: hwc. PMA#: cannot be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A hospital in (B)(6) reported a patient was implanted with a pfna with spiral blade and locking bolt. Reportedly, the spiral blade cut out due to old osteoporotic patient. The implant was reportedly intact. This report is on an unknown spiral blade. This report is 2 of 2 for complaint (B)(4).